Manufacturer narrative:
(B)(4). Unit powered on with open book image. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, j6/j7 connectors, and keypad flex connector. Isolate to electronic assembly. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, open book image confirmed due to corroded electronic assembly, isolate to electronic stack. Cosmetic damage at backside of pump confirmed per visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.